Event description:
It was reported that the representative had a telemetry issues with an ins (stimulator) that was not put in the patient yet. The representative was going into stage 2 and ins had no telemetry in the or (operating room) nor outside operating room. Had caller go to another area outside or and ins still unresponsive. She tried her clinician programmer with a different new ins and it worked fine. Caller tried initial ins in this same area where 2nd ins was and 1st ins has no telemetry. It was later reported by the representative that the device was never implanted in the patient. The telemetry problem was discovered prior to case when attempting to program device. Additional information received reports that the device was never implanted or opened or brought into case. Device had no contact with human body and still remain in sterile packaging. There was no patient death and no patient injury.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_wrench_acc, product type: accessory. (B)(4).

Manufacturer narrative:
Analysis of the ins ((B)(4)) found no anomaly. The ins was returned new and was sealed in its original packaging. Telemetry was tested by placing five 1 cm spacers between the ins and a clinician programmer. Telemetry was tested 3 times and functioned normally all 3 times.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.